Manufacturer narrative:
Investigation: 1. DHR was reviewed and no qn found. 2. Manufacture records were reviewed. No abnormality was found. 3. 7pcs retention samples have been checked all results meet the specification, no double needle or a bad tip found. 4. Since the maximum aperture of the needle base is 0.0185in and the minimum diameter of the needle is 0.010in, it is impossible to fit two needles in a single needle base; 5. Pen needle product has 100% IV point inspection by visual system, and defect part will be rejected automatically. 6. No returned samples or actual defect samples for investigation, so we can¿t perform an in-depth investigation.

Event description:
It was reported that pen needle 31gx5mm 14 pack had two cannulas on one pen. The following information was provided by the initial reporter: on july 30, customer bought 28 pen needles from drugstore and used them with futaiao liquid on august 1st. (The needles were not reused) after using the needles, customer found that there were two needles and the products were discarded. Customer noticed 2 cannula exist on patient end of one pen needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 31gx5mm 14 pack had two cannulas on one pen. The following information was provided by the initial reporter: on (B)(6) customer bought 28 pen needles from drugstore and used them with futaiao liquid on (B)(6). (The needles were not reused) after using the needles, customer found that there were two needles and the products were discarded. Customer noticed 2 cannula exist on patient end of one pen needle.